Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 837 mg/dl at time of incident. The customer was treated with in the emergency room. The customer stated that they changed the set on that day and the cannula got bent. The customer declined troubleshooting for high blood glucose levels. The insulin pump will not be returned for analysis.